Manufacturer narrative:
Initial.

Event description:
It was reported that a patient experienced low blood glucose while using the ilet bionic pancreas after reconnecting post-hospitalization, with a documented nadir of 57 mg/dl and no device alerts observed; the patient was engaging in physical therapy, eating regularly, and using oral glucose (apple juice) to treat, which brought glucose back in range within 45 minutes. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication treatment with oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the available information was insufficient to establish a device-related problem or identify a specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.